Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the item broke in two pieces during surgery when the pusher was used to place a sleeve. Both segments were recovered and no harm was reported to the patient. No delay in surgery. It was reported the device was discarded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Manufacturing date: 05february2007. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.